Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h4, h6. Correction to g2, health care professional was inadvertently selected on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and due to the fact that the device was not returned, the root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned to olympus the video system center, had no image, no picture and the video cables were hot. The issue occurred during the preparation for use. The procedure was diagnostic. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device will not be returned for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.